Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the remote arm controller (rac1) involved with this complaint; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted radical cystectomy procedure using a dual surgeon console (sc) setup, the vision side cart (vsc) touchscreen displayed a non-recoverable error code 252 and the patient side cart (psc) touchpad displayed recoverable error code 41041. Troubleshooting was attempted by power cycling the system; however, once restarted a non-recoverable error code 281 was displayed. The isi technical support engineer (tse) reviewed the site¿s system logs and identified recoverable error code 23 indicating a communication error. The user was instructed to reseat the blue fiber cable connections and reboot the system. Following this, the second surgeon console (sc2) touchpad displayed a "not connected to vision cart" message. The user was instructed to disconnect sc2 by removing the blue fiber cable connecting to the vsc, and perform another system power cycle. This cleared the error fault and resolved the issue. The surgeon made the decision to continue the procedure using a single surgeon console (sc1) with no further issue reported. No known impact or patient consequence reported. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported error fault was reproduced and replacement of the remote arm controller (rac1) on the sc2 resolved the issue. After replacement, the system was further tested and verified as ready for use.

Manufacturer narrative:
4310 - intuitive surgical, inc. (Isi) received the remote arm controller (rac) involved with this complaint and completed the device evaluation. During failure analysis, the returned part was installed into a pca system. The test system run the sine cycle for 10 minutes with 10 power cycles performed and sat idle for 1 hour without exhibiting any error fault. The reported event was not reproduced during functional testing.

Event description:
Refer to additional for follow up information.